Event description:
A report was received that a pt was experiencing difficulties charging the ipg. A review of the pt's battery profile confirmed a high impedance battery. The pt is unwilling to seek further medical attention to replace the ipg at this time.

Manufacturer narrative:
The device involved in the event was not returned to bsn for analysis as it remains implanted in the pt. The pt does not want to undergo surgery. He continues to charge frequently using the current ipg. A review of the manufacturing documentation for the device reveals that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.